Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider and a company representative in regards to a patient who was being treated with baclofen intrathecal (4000 mcg/ml; 629 mcg/day; lot number and type unknown). The indication for use was listed as intractable spasticity and a post spinal cord injury. The patient had presented on (B)(6) 2016 with symptoms of withdrawal and was in the intensive care unit (ICU). The physician wanted the pump interrogated right away in order to determine if there was an issue with the pump. No alarms were heard audibly alarming. No interventions had been performed at this point, and the patient¿s managing physician was unable to be reached due to the holiday. A company representative was called to the facility to help read the pump on (B)(6) 2016. The pump logs showed no alarm events or indication of a pump problem. It wasnoted that the patient might possibly be taken to the managing physician by ambulance some time on (B)(6) 2016. Information regarding the patient¿s medical history, additional medications taken by the patient at the time of the event, cause, additional troubleshooting/diagnostics/interventions performed, or outcome of the event was not provided. Additional information has been requested, but it was not available at the time of this report. Additional information was received from a healthcare professional (hcp) indicated the patient had no withdrawal symptoms. The patient experienced a viral infection, systemic inflammatory response syndrome (sirs), and rhabdomyolysis. Other medications the patient was taking at the time of the event included: lamictal, amantadine 100 mg, vitamin c, melatonin 1.5 mg every night, hemp seed, vitamin b¿s, magnesium, multi vitamin, fish oil, probiotic, flax seed, miralax daily, coenzyme q10 (coq10), and calcium. The patient had an allergy to tape. Diagnostics included physician examination only and the patient was sick and febrile with temperatures 100-103 degrees fahrenheit. The patient had complaints of non-specific pain and agitation. No withdrawal found. The patient was treated with intravenous (IV) antibiotics for 7 days and the patient was found to have viral infection with rhabdomyolysis. Intervention included interrogation of the pump, observation and prescription of amantadine in ICU monitored setting. The patient was slowly improving at home now and had general weakness.